Event description:
It was reported that a malfunction occurred, which triggered an alarm and caused a hyperglycemic event with a blood glucose level above 500 mg/dl. There was a significant impact on the customer's blood glucose level. The customer switched to insulin pens, resulting in a return to normal levels. Additional information was not provided.